Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with resetting it; the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to reach out again if the malfunction recurred and acknowledged this guidance.